Manufacturer narrative:
Conclusion and justification status for MDR: the product associated with this reported event was not returned for examination. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that user error is the likely root cause. As a result of trending (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was using the above drill bits (25mm pinnacle drill bit and 30mm revision drill bit) to insert acetabular screws into the cup. First drill bit broke (revision drill bit - broken part retrieved), whilst the second drill bit bent. A third drill bit was used to complete the procedure and worked fine. The total delay caused by the 2 drill bits in question was about 2/3 minutes. Patient fine post surgery.